Event description:
Procedure: urogynecological. According to the pt: the pt's attorney has alleged a deficiency against the device. The product was used for therapeutic treatment. Avaulta solo synthetic support system- posterior was reported to be used/implanted during the same procedure. Additional information from importer report: the pt's attorney has alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2012-02048.

Manufacturer narrative:
Additional information from importer report: date of this report: (B)(6) 2012, brand name: uretex to2 urethral support system, catalog #485054, (B)(6). (B)(4).